Event description:
As reported: "primary surgery was performed on (B)(6) 2025. Two weeks after the primary surgery, two distal screws (als) baked out. Revision surgery for reinsertion was performed on (B)(6) 2025."

Manufacturer narrative:
Once the investigation is completed any additional information will be reported in a supplemental report.

Event description:
As reported: "primary surgery was performed on (B)(6) 2025. Two weeks after the primary surgery, two distal screws (als) baked out. Revision surgery for reinsertion was performed on (B)(6) 2025."

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. In case substantive information will become available in future that suggests otherwise we reserve the right to reopen the case.